Event description:
The device does function but the grafts are too thin, and it creates holes. There was a 15 minute delay in the procedure. An alternate device was used to complete the procedure. And an additional graft was necessary to complete the procedure. No additional adverse events were reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This follow up report is being submitted to relay additional information. Updated/corrected sections: adverse event or product problem, outcomes attributed to adverse event, date of report, event, date rec¿d by MFR, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR, device manufacture date. On july 5, 2018, it was reported that the device functions but the grafts are too thin and the device creates holes. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The customer also returned a sterilization case and ratchet handle, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number: (B)(4) three times as documented in the vdoc service portal. The last repair was march 22, 2017 where the device was returned for service and the comb, bottom roll, bearing, carrier guide, side plates and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on july 19, 2018 revealed that the comb was damaged and the shoulder bolts were worn. The service technician noted that a good sample was performed with their cutters but the customer should check and replace their cutters if necessary. Repair of the skin graft mesher has not yet been performed by medicrea as the quote for service is still pending customer approval. The reported event that the grafts are too thin was non-verifiable since the zimmer skin graft mesher has no bearing on how thick or thin the graft is. The thickness of the skin graft is controlled by the dermatome that takes the graft. The reported event that the device creates holes was confirmed since during the product review by medicrea it was noted that the comb was damaged. The damaged comb may have caused the skin graft to snag and produce holes. The root cause of the reported event could not be specifically determined with the information that was provided. The zimmer skin graft mesher has no bearing on how thick or thin the graft is. The thickness of the skin graft is controlled by the dermatome that takes the graft. During the product review by medicrea it was noted that the comb was damaged. The damaged comb may have caused the skin graft to snag and produce holes. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The device does function but the grafts were too thin and it created holes. There was no delay. No known patient consequences were reported as a result of this malfunction.